Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - use after expiration.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 10x29 mm omnilink elite balloon expanding stent (bes) was implanted without issue. However, it was later determined that the implanted bes was expired. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided. Subsequent to the initially filed eumir report, the following information was received it was reported that the procedure was to treat an aortoiliac lesion. No additional information was provided. MDR: it was reported that the procedure was to treat an aortoiliac lesion. A 10x29 mm omnilink elite balloon expanding stent (bes) was implanted without issue. However, it was later determined that the implanted bes was expired. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.